Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for an in-person consultation due to feeling generally unwell. Technical services (ts) was consulted to evaluate possible undersensing and overpacing on the right atrial (ra) channel. Upon case review, ts confirmed the presence of noisy signals and intermittent undersensing on this channel. Ts indicated that evaluation of timing cycles was difficult due to intermittent switch between tachycardia and bradycardia modes. Ts recommended device reprogramming, and a lead revision was discussed. No additional adverse patient effects were reported. This pacemaker remains in service.